Manufacturer narrative:
Investigation summary: the event representedis not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of on ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample of reagent handling. This is the final report.

Event description:
On 2/26/97, the account reported an erratic result for valproic acid, which was run on the analyzer. A result of 11mg/l was reported and questioned by the physician. Repeat testing of the sample on 2/28/97 gave a result of 136mg/dl. The customer repeated the sample again and the result was 122 mg/l. A corrected report was issued. The account was using other co's controls, which were run both days within acceptable ranges. According to the account, the sample used for both runs had good integrity and there was no observation of bubbles. Medical treatment was not delayed or changed due to the initial reported result. No report of injury.